Event description:
On (B)(6) 2011 pt reported irritation, cloudy vision and difficulty removing the lens which led to pain. On (B)(6) 2011 new information from the treating ecp notes lid oedema and epithelia erosion requiring ongoing treatment with a lens bandage and antibiotics. This is being filed as corneal abrasion.

Manufacturer narrative:
This is being filed as corneal abrasion. No lenses, no examination of device were provided which could indicate if the device caused or contributed to the event. There is no clear indication that the device could have caused or contributed to the incident. There is no sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the pt's complaint. No conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within once month of receipt of the additional information.